Manufacturer narrative:
Patient information was unavailable from the site.) No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that they were unable to take 2d shot with normal 2d or boosted 2d shots. Only attempted in the lateral position. Decided to not use imaging system they used a different imaging system. There was less than one hour delay in procedure, and there was no reported harm to the patient present. The manufacturer representative went to the site and was able to complete a scout shot and spine without issue. The cause is suspected to be an user error.